Event description:
The facility representative reported a colleague infusion pump that the "pt IV infiltrated and there was no occlusion alarm." The reported failure code occurred during pt infusion. There was no pt injury or medical intervention reported. This device utilizes user interface module master software version 5.09.90 that is categorized as "colleague 2006." There is no additional info available.

Manufacturer narrative:
(B) (4). Eval summary: the reported condition of "pt IV infiltrated and no occlusion alarm" was not confirmed during product eval. Inspection of the device revealed that the pump was able to recognize the upstream and downstream occlusions induced by service during prescreen. The assignable cause could not be determined, therefore, no further corrections were necessary concerning this event.